Event description:
It was reported that during a iieostomy closure, the device fired malformed staples. The procedure was completed with another device of the same product code. There was no adverse consequence to the patient.